Event description:
It was reported that: "upon routine inspection of loaner set the triathlon tib augment trial size 4, 10mm was found to be cracked."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.